Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge jumped to 40% battery life prior to being plugged in and dropped to 10% while the pump was plugged into a power source. Shortly after, the pump battery jumped back up to 50% battery life. There was no impact to the customers blood glucose level. It was indicated that the customer had fast acting insulin manual injections available as alternate insulin therapy and would contact health care provider for long acting insulin.